Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance values. Technical services (ts) analyzed device data and discussed device operation with sales representative. The sales representative will discuss with physician. No adverse patient effects were reported. Currently this device remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance values. Technical services (ts) analyzed device data and discussed device operation with sales representative. The sales representative will discuss with physician. No adverse patient effects were reported. Currently this device remains in service. According to additional information, the pacing lead impedance (pli) of this rv lead was high within normal limits. Ts recommended reprogramming or possible lead revision as troubleshooting. No adverse patient effects were reported. Currently, this lead remains in service.